Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed burn on the camera cover (c-cover) could not be determined, however, it is possible that the issue was due to the use of a high energy without providing adequate clearance from the distal end/c-cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited a burn at the distal end of the device on the camera cover. There was no patient involvement, and no harm was reported as a result of the event.